Manufacturer narrative:
On 4/29/19, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation ta crease was observed on the anterior aspect. Leak testing was performed according with mentor procedures and it revealed a rupture within crease on the anterior aspect, measuring approximately 0.05 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the brown material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/28/19, it was reported to mentor that the patient date of birth was (B)(6) 1994. The patient identifier was updated to (B)(6). The date problem observed was (B)(6) 2018. The date of implantation was (B)(6) 2016. The date of explantation was to (B)(6) 2019. The replacement device was gel mentor memoryshape breast implant 225cc, serial number (B)(4), lot number 6913996, catalog number 3341055 . The patient experienced breast pain. Patient¿s age was 24-years old at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age underwent a primary breast augmentation with a saline mentor smooth round high profile 270cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.